Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient reused single-use supplies while performing peritoneal dialysis therapy. The patient reconnected a used supply bag to the set up. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.